Manufacturer narrative:
No product was returned for evaluation. Review of the device history record and lot history were not possible since the lot number was unavailable. Based on the info received, the cause for the vessel occlusions could not be conclusively determined. The angio-seal instructions for use (IFU) caution should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported during a uterine fibroid embolization (ufe) procedure there was a loss of blood flow from the right femoral artery puncture site. The physician punctured the left femoral artery and completed the procedure. The right femoral artery was noted to be occluded. A 6f angio-seal vip was used to seal the second access site, the left femoral artery puncture. The pt experienced a loss of flow in the left femoral artery too. Two hours later the pt was transferred to another hospital. The next day, the pt underwent surgical intervention of 2 femoral bypasses, 1 on the right and 1 on the left. The pt has recovered and was reported to be fine.